Event description:
Customer reported the unit has error codes messages of machine and proximal pressure sensors failed and da pcba adc reference failed. Customer reported that there was no patient involvement.